Event description:
The surgeon reported performing cataract surgery with attempted implantation of the istent. During surgery, visualization was lost due to increased bleeding and patient movement and the stent fell into the ciliary body. The patient was scheduled to come back to the operating room on (B)(6) 2015 to reposition the stent. The case was referred to the glaukos medical monitor, who conferred with the surgeon on (B)(6) 2015. The patient has goo vision, but 20% hyphema which gets stirred up and clouds vision intermittently. The patient wants the vision stabilized. The patient will have a hyphema washout (irrigation/aspiration). Since the stent is stuck in the ciliary body band, the surgeon will attempt to regrasp and reposition the stent to the proper location. Additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device identifiers have been requested. Stent malposition, hyphema, and blurry vision are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).